Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/23/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: an empty opened foil, an empty labeled winding former and a needle-suture piece of product vcp345h were returned for evaluation. A visual inspection of the sample returned was conducted. Upon visual inspection of the returned sample, body fluids were noted on the surface suture and the end was observed cut possibly from a surgical instrument. The product code vcp345h contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one opened sample with a needle/suture combination that appears to broken of product code vcp345 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) and suture was used. During the procedure, the suture broke while sewing the peritoneum. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.